Event description:
Line was leaking upon investigation ((B)(4)) discovered there was an internal leak and line removed. Unable to determine exact location of leak.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of huws1482 showed one other similar product complaint(s) from this lot number ((B)(4)).